Manufacturer narrative:
UDI: (B)(4). Examination of the submitted sig hp rev tc3 box trial sz5 confirms the reported breakage. The investigation could not draw any conclusions about the root cause of the breakage. It is unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. It is stated in the technique to not over-loosen the hex screw when disassembling the femoral trial construct, as the screwdriver does not limit torque in the reverse direction. Based on the inability to conclusively identify a root cause, no corrective action is being taken. Monitor future reports of sig hp rev tc3 box trial breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The posterior feet that expand to lock into the femoral trial are missing.